Event description:
The customer reported a hospitalization in december while calling in to troubleshoot a no delivery alarm with her insulin pump and reservoir. The customer did not recall the exact date of hospitalization and did not give further details, but says she will call back with more information. At the time of reporting, the patients blood glucose was at 180 mg/dl; blood glucose at time of hospitalization not stated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2014-85330.